Manufacturer narrative:
A steris service technician arrived on-site, inspected the washer, and identified that the reported event was caused by a blown fuse on the connector board. Per discussion with service engineering the blown fuse is attributed to failure of the connector board's solenoid coil and/or driver board due to the age of the unit. The technician replaced the driver board and the control board, tested the unit, and confirmed it to be operating according to specification. The unit was manufactured in 2000 and has been in service for over 15 years.

Event description:
The user facility reported that a burning smell was emitting from their reliance 444 washer/disinfector. No injury, procedure delay, or cancellation was reported.